Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("constant and severe, lower back pain") in a 54-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, colonic polyp and thyroid operation. Concomitant products included esomeprazole magnesium (nexium), levothyroxine sodium (synthroid), montelukast (singulair), ondansetron (zofran), salbutamol (albuterol), salbutamol sulfate (proair hfa) and telmisartan (micardis). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of loss of libido ("loss of libido"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), the first episode of rash ("rashes"), alopecia ("hair loss"), the first episode of fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine cyst ("follicular cyst in uterus") and the first episode of weight increased ("weight gain"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), pruritus ("itching"), the second episode of weight increased ("weight gain"), thyroid mass ("thyroid nodule"), the second episode of loss of libido ("hormonal changes describe: loss of libido"), the second episode of rash ("rashes or skin conditions type: hair, ear, face"), uterine leiomyoma ("tumor/ teratoma / cancer type: scattered fibroids in uterus"), vision blurred ("blurry vision"), the second episode of fatigue ("fatigue"), abdominal pain ("abdominal pain"), pubic pain ("pubic pain") and dysuria ("urine pain"). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, arthralgia, uterine pain, abdominal pain lower, dysgeusia, headache, dyspareunia, pruritus, alopecia, the last episode of weight increased, thyroid mass, hypothyroidism and vision blurred had not resolved and the last episode of loss of libido, urinary tract infection, the last episode of rash, migraine, nausea, dysmenorrhoea, uterine leiomyoma, uterine cyst, the last episode of fatigue, abdominal pain, pubic pain and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, headache, hypothyroidism, migraine, nausea, pelvic pain, pruritus, pubic pain, thyroid mass, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vision blurred, the first episode of fatigue, the first episode of loss of libido, the first episode of rash, the first episode of weight increased, the second episode of fatigue, the second episode of loss of libido, the second episode of rash and the second episode of weight increased to be related to essure. The reporter commented: consumer had severe pelvic, hip, uterine, and lower abdominal pain, when not menstruating; diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events: hormonal changes describe: loss of libido, urinary tract infection, rashes or skin conditions type: hair, ear, face, migraines, nausea, dysmenorrhea (cramping), uterine leiomyoma (tumor/ teratoma / cancer type: scattered fibroids in uterus, follicular cyst in uterus, blurry vision, fatigue, weight gain, abdominal pain, dysuria (urine pain), pubic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("constant and severe, lower back pain") in a 54-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, lactation disorder, libido decreased, endometrial biopsy and endometrial curettage. Concurrent conditions included obesity, colonic polyp, thyroid operation, dysfunctional uterine bleeding, arthritis, hypertension, asthma, uterine fibroids, leiomyoma nos and fibromyalgia. Concomitant products included esomeprazole magnesium (nexium), levothyroxine sodium (synthroid), montelukast (singulair), ondansetron (zofran), salbutamol (albuterol), salbutamol sulfate (proair hfa) and telmisartan (micardis). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of loss of libido ("loss of libido"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), the first episode of rash ("rashes"), alopecia ("hair loss"), the first episode of fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("tumor/ teratoma / cancer type: scattered fibroids in uterus"), uterine cyst ("follicular cyst in uterus"), the first episode of weight increased ("weight gain") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced headache ("worsening of her headaches") and the second episode of loss of libido ("hormonal changes describe: loss of libido"). On (B)(6) 2011, the patient experienced dysgeusia ("metallic taste in mouth") and dysuria ("urine pain"). On (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("acid reflux"), gastrointestinal ulcer ("ulcer") and oesophageal stenosis ("esophageal stricture"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("lower abdominal pain"), pruritus ("itching"), the second episode of weight increased ("weight gain"), thyroid mass ("thyroid nodule"), the second episode of rash ("rashes or skin conditions type: hair, ear, face"), vision blurred ("blurry vision"), the second episode of fatigue ("fatigue"), pubic pain ("pubic pain") and depression ("depression"). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, arthralgia, uterine pain, abdominal pain lower, dysgeusia, headache, dyspareunia, pruritus, alopecia, the last episode of weight increased, thyroid mass, hypothyroidism and vision blurred had not resolved and the last episode of loss of libido, urinary tract infection, the last episode of rash, migraine, nausea, dysmenorrhoea, uterine leiomyoma, uterine cyst, the last episode of fatigue, abdominal pain, pubic pain, dysuria, depression, gastrooesophageal reflux disease, gastrointestinal ulcer and oesophageal stenosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, gastrointestinal ulcer, gastrooesophageal reflux disease, headache, hypothyroidism, migraine, nausea, oesophageal stenosis, pelvic pain, pruritus, pubic pain, thyroid mass, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vision blurred, the first episode of fatigue, the first episode of loss of libido, the first episode of rash, the first episode of weight increased, the second episode of fatigue, the second episode of loss of libido, the second episode of rash and the second episode of weight increased to be related to essure. The reporter commented: consumer had severe pelvic, hip, uterine, and lower abdominal pain, when not menstruating; on the right side there were no remaining coils. On the left side, there were two remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, migraines". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "depression, acid reflux, ulcer, esophageal stricture" , concomitant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("constant and severe, lower back pain") in a 54-year-old female patient who had essure (batch no. 838566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, lactation disorder, libido decreased, endometrial biopsy and endometrial curettage. Concurrent conditions included obesity, colonic polyp, thyroid operation, dysfunctional uterine bleeding, arthritis, hypertension, asthma, uterine fibroids and leiomyoma nos. Concomitant products included esomeprazole magnesium (nexium), levothyroxine sodium (synthroid), montelukast (singulair), ondansetron (zofran), salbutamol (albuterol), salbutamol sulfate (proair hfa) and telmisartan (micardis). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of loss of libido ("loss of libido"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), the first episode of rash ("rashes"), alopecia ("hair loss"), the first episode of fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine cyst ("follicular cyst in uterus") and the first episode of weight increased ("weight gain"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), headache ("worsening of her headaches"), pruritus ("itching"), the second episode of weight increased ("weight gain"), thyroid mass ("thyroid nodule"), the second episode of loss of libido ("hormonal changes describe: loss of libido"), the second episode of rash ("rashes or skin conditions type: hair, ear, face"), uterine leiomyoma ("tumor/ teratoma / cancer type: scattered fibroids in uterus"), vision blurred ("blurry vision"), the second episode of fatigue ("fatigue"), abdominal pain ("abdominal pain"), pubic pain ("pubic pain") and dysuria ("urine pain"). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, arthralgia, uterine pain, abdominal pain lower, dysgeusia, headache, dyspareunia, pruritus, alopecia, the last episode of weight increased, thyroid mass, hypothyroidism and vision blurred had not resolved and the last episode of loss of libido, urinary tract infection, the last episode of rash, migraine, nausea, dysmenorrhoea, uterine leiomyoma, uterine cyst, the last episode of fatigue, abdominal pain, pubic pain and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, headache, hypothyroidism, migraine, nausea, pelvic pain, pruritus, pubic pain, thyroid mass, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vision blurred, the first episode of fatigue, the first episode of loss of libido, the first episode of rash, the first episode of weight increased, the second episode of fatigue, the second episode of loss of libido, the second episode of rash and the second episode of weight increased to be related to essure. The reporter commented: consumer had severe pelvic, hip, uterine, and lower abdominal pain, when not menstruating; on the right side there were no remaining coils. On the left side, there were two remaining coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, migraines". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("constant and severe, lower back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), abdominal pain lower ("lower abdominal pain"), dysgeusia ("metallic taste in mouth"), loss of libido ("loss of libido"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and thyroid mass ("thyroid nodule"). Essure treatment was not changed. At the time of the report, the back pain, pelvic pain, arthralgia, uterine pain, abdominal pain lower, dysgeusia, loss of libido, headache, dyspareunia, rash, pruritus, alopecia, fatigue, weight increased, thyroid mass and hypothyroidism had not resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dyspareunia, fatigue, headache, hypothyroidism, loss of libido, pelvic pain, pruritus, rash, thyroid mass, uterine pain and weight increased to be related to essure. The reporter commented: consumer had severe pelvic, hip, uterine, and lower abdominal pain, when not menstruating; diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.